Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a ventilator's charging light emitting diodes (led) flashes yellow continuously and alarms battery fault during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and an international philips remote service engineer (rse). The customer reported that the battery was replaced with another ventilator battery and charged for over 8 hours. The battery led has been flashing a yellow light. The rse reported that the battery was reset. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.